Event description:
Eyelash found in the package of a bbraun sterile fluid dispensing connector ref 415080, lot 0062016761, exp 2030-06-30. Set aside in [redacted] pharmacy by the sterile products pharmacist desk. Manufacturer response for sterile fluid dispensing connector, (brand not provided) (per site reporter). Emailed vendor rep on [redacted] to coordinate return of device.